Event description:
It was reported that a surgical platform was lowered onto the bed while a patient was on it. The foot end left side rail is broken off. No adverse consequences were reported.

Manufacturer narrative:
Siderail broken with sharp edges due to impact damage caused by a surgical platform accidentally lowered onto bed.